Event description:
A report was received that the patient was experiencing discomfort at the pocket site, due to its location. The patient underwent a pocket revision procedure and is reportedly doing well following the procedure.